Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh/bso; due to sui, pop, uterine fibroids. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence, neuromuscular problems and emotional/psychological suffering. It was reported that the patient underwent mesh revision on (B)(6) 2012 and mesh removal on (B)(6) 2012 both due to urinary problems. The patient underwent repair of vesical-vaginal fistula, urethroplasty and creation of vaginal epithelial flap on (B)(6) 2013. It was reported that the patient underwent bulking agent injection for persistent urinary incontinence on (B)(6) 2013. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
Date sent to the FDA: 2/10/2016 it was reported that patient underwent rectus fascia harvest, autologous pubovaginal sling placement and urethrolysis on (B)(6) 2013. Patient had cystoscopy and macroplastique injections on (B)(6) 2014 and (B)(6) 2015 for sui. No additional information was provided. (B)(4).